Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 11th june 2009 and performed to specification up to the 2nd august 2015. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 3rd august 2015 and the last log entry on the 11th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.